Event description:
Complainant alleged that during the incoming inspection of the device, the screen went dark after energy was discharged at 150 and 200 joules. Then three beeps were heard and the screen display came back. The complainant indicated that there was no pt involvement in the reported malfunction